Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with the blood glucose of 814 mg/dl. Customer having the blood glucose at the time of incident was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported significant events leading to hospitalization were nausea, vomiting, abdominal pain, positive ketones, body weakness. Customer declined the troubleshooting for high blood glucose. No product was expected to return for analysis.